Manufacturer narrative:
Neither the complaint device nor the angiographic material was returned. Therefore, no technical investigation on the subject could be performed. The production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the production documentation confirmed that the device was manufactured according to specifications and passed all in-process and final inspections. As a part of final inspection every stent system undergoes a visual inspection to ensure cover integrity of the stent. Further, the cover integrity test of a defined number of samples is tested from every lot in an overexpansion test. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause was determined. Pk papyrus is indicated for the treatment of acute coronary artery perforations. As such, this device is typically used in emergent response to a life-threatening adverse procedural event unrelated to use of the pk papyrus. As far as the use of the expired device is concerned, the doctor deliberately used the expired product for humanitarian reasons and took responsibility for it.

Event description:
A shockwave catheter was used to treat the lesion in the left anterior descending artery. A distal lesion was observed. An ivl catheter was irradiated with 20 pulses at 4 atm. Before the third pulse, vessel rupture was observed. A ryusei balloon was inflated for 4 minutes to stop bleeding, and a pk papyrus 2.50/20 mm covered stent was placed. The collateral branch (diagonal branch 2) of the treated lesion was occluded and disappeared on fluoroscopy. After bleeding stopped, the ivl catheter was re-inserted for an additional 40 pulses in the lesion. The physician was aware that reinsertion of the catheter was an off label use. A xience skypoint drug-eluting stent was placed to overlap the pk papyrus covered stent. The procedure was then completed with oct and post-dilatation of the stent using a non-compliant balloon catheter. No ivl catheter malfunction was reported. After bleeding from the vessel stopped, the procedure was completed without issue on (B)(6) 2024. A few days after the procedure, the patients condition suddenly worsened, and an angiogram was performed. Left ventricular (lv) images revealed cardiac rupture. At the site where the pk papyrus was placed, blood flow from the lv to the lad was observed, and the patient died of cardiac tamponade on (B)(6) 2024. The doctor stated, the ivl catheter was too large for the distal lesion, causing vascular rupture. The lesion was eccentrically calcified. Images showing the ivl catheter being expanded revealed that the vascular rupture occurred at the distal lesion. This indicates that the ivl balloon is expanding with a good shape without narrowing. Device details are not available.